Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule was misplaced on the bronchus near the vocal cords. The sales representative had the medical affairs to contact the customer to provide guidance on the removal of the capsule.